Manufacturer narrative:
Height adjustment racks.

Event description:
It was reported by service report that the cot would not lock properly. It is unk if there was pt involvement, however no adverse consequences are reported.